Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned (6) loose 3/10cc, 6mm syringes without any packaging. Customer states that the syringes had a droplet of liquid coming out of the needle when the plunger was pressed. All returned syringes were tested and 3 out of 6 samples exhibited a small clear droplet of liquid coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 9280158 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Root cause: DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that 4 syringe 0.3ml 31g 6mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter :   it was reported by the consumer that four syringes had a droplet of liquid coming out of the needle when the plunger was pressed.   Date of event : (B)(6) 2021. Samples status : awaiting sample.

Manufacturer narrative:
Medical device expiration date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed, there were zero (0) notifications noted that pertained to the complaint and no non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 4 syringe 0.3ml 31g 6mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter :   it was reported by the consumer that four syringes had a droplet of liquid coming out of the needle when the plunger was pressed.   Date of event : (B)(6) 2021. Samples status : awaiting sample.